Event description:
During device evaluation, a baxter service technician reported a colleague infusion pump which experienced failure code 810:04. No patient injury or medical intervention was reported. The user interface module master software version (B)(4) which is classified as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board on channel a. The channel a air in line printed circuit board was re-calibrated to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on the same day. On (B)(6) 2010 the patient began remedial therapy with fortum (1 gm, daily, ip) and vancomycin (1gm, once in 72 hours, ip). Pd therapy was ongoing as well as remedial therapy with fortum and vancomycin continued. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolved. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). This issue is being addressed under CAPA # (B)(4). Service history review determined that this device has not been previously sent into service for the reported condition of "failure code 810:04". Trend review determined that baxter has received similar reports.